Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5. The patient reports having a metallic taste and rashes on the back and other regions of the body. It was confirmed that the patient is allergic to titanium.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.